Event description:
Product: dexcom g7 continuous glucose monitoring system. The complainant reported received a warning message indicating the device is not reliable for the dexcom model g6 continuous glucose monitoring system. About 2 weeks ago he upgraded to the model g7 continuous glucose monitoring system. About three days ago, he stated the model g7 began to have sensor issues, the reading was off about 28%. He used the traditional finger prick, the reading was 100, but the reading shown on his phone indicate a higher number, 170. The complainant reported this information the company 844-607-8398 but was not satisfied with the response, was told FDA approved the device with 20% deviation. He stated will work with his doctor to test blood sugar level using the traditional method (finger prick) until this is resolved. He was unable to provide the serial number for the machine. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).